Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: a device history record (DHR) review was conducted: part: 03.010.523. Lot: l759640. Manufacturing site: bettlach. Release to warehouse date: 17. Apr. 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. H3, h6: a product investigation was conducted. Visual inspection: the driving cap/threaded (p/n 03.010.523 lot l759640) was returned and received at us cq. The instrument was returned into two pieces and a visual inspection was performed. The threaded tip of the instrument was observed to be completely broken off from the shaft. No other issues were identified with the returned components of the device. The device failure/defect is identified. This complaint is confirmed. Dimensional inspection: dimensional inspection was not performed due to post manufacturing damage. DHR: the received device was manufactured at the bettlach site and released to warehouse 04-17-2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. Investigation conclusion: the complaint is confirmed for the received driving cap/threaded (p/n 03.010.523 lot l759640) as visual inspection showed that the threaded tip of the instrument is completely broken off from the shaft. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it is possible that the device encountered unintended forces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was no patient consequence or any adverse event reported.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, the driving cap threaded from the femoral recon nail set (frn), the threaded conical portion broke. It was noticed that the conical portion of the driving cap thread was broken at the ortho station of the hospital. It is unknown when the issue was discovered. It is unknown if there was patient involvement. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).